Manufacturer narrative:
Additional product component: model number/catalog number: 72404127 and 72400024, batch/lot number: 1000120904 and 100014693, model/catalog description: control pump fgs iz and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence and a hole in the cuff with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.